Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient experienced a hyperglycemia event on (B)(6) 2026 due to a bent cannula, as the patient reported insufficient subcutaneous tissue. The blood glucose level was high, and the patient was treated with a pump. The insertion site was the abdomen, and the infusion set had been in use for two days. No further information available.